Event description:
The customer contacted abbott regarding failed calibrations for the asym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated using a new reagent pack. The customer was advised to centrifuge the calibrators and recalibrate the assay. The customer reported a successful calibration was achieved after centrigugation of the calibrators. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.